Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, intermittent loss of capture was observed on the right ventricular and left ventricular channels. Technical support was contacted to recommend reprogramming, which was performed to resolve the event. The patient's condition was stable and there were no adverse consequences.